Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer biomedical engineer (biomed) reported that on (B)(6) 2019 from 14:21 to 14:24, the doctor on duty pointed out that a measure of the heart rate (hr) that would be totally wrong for him. The staff also indicated that the monitor would not have rang during this time period. There was no reported patient or user harm.

Event description:
The customer biomedical engineer (biomed) reported that on (B)(4) 2019 from 14:21 to 14:24, the doctor on duty pointed out that a measure of the heart rate (hr) that would be totally wrong for him. The staff also indicated that the monitor would not have rang during this time period. There was no reported patient or user harm.